Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 53 mg/dl at the time of incident. The customer treated for low blood glucose with orange juice. The customer was reported that the sensor was failing and received sensor updating and change sensor alert. The insulin pump will not be returned for analysis.